Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 1. Per the initial report, home patient (hp) had a system error 2240 (air in the line). The caller cycled the power. The technical service representative advised the caller to use new disposables. Global product surveillance contacted hp on (B)(6) 2011. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original cassette. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 alarm (air in the set). A companion sample was returned and evaluated. The complaint is not confirmed as the alarm was not duplicated. The cause is undetermined. A batch review revealed no issues noted during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.